Event description:
It was reported that during a gyn procedure, the device would not fire. No additional info is available.

Manufacturer narrative:
Firing mechanism damaged. Evaluation summary: the device was returned in good visual condition and with no cartrdge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, two firing trigger teeth were noted to be broken. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.